Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "2 broken power cord prongs. Both prongs were stuck in the wall when they removed the power cord from it. Patient involvement: no. Delay in therapy :no. Need for medical intervention :no. Human harm: no. Death / serious injury: no."